Manufacturer narrative:
(B)(4). Maude report number: mw5072187. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Per maude report: labor epidural catheter removed by staff. Upon removal noted that black tip of catheter was missing. Catheter removal was not difficult per staff interview. CT scan was completed. Patient would be monitored for signs of infection as well as neuro symptoms. Patient remained asymptomatic and had a normal post partum period.

Manufacturer narrative:
Qn#: (B)(4). Maude report number: mw5072187. A device history record review could not be performed as no lot number was provided by the customer. The IFU for this kit, e-17019-100d; rev. 03, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." Other remarks: complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.

Event description:
Per maude report: labor epidural catheter removed by staff. Upon removal noted that black tip of catheter was missing. Catheter removal was not difficult per staff interview. CT scan was completed. Patient would be monitored for signs of infection as well as neuro symptoms. Patient remained asymptomatic and had a normal post partum period.